Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator shut down during use and could not be restarted. It was reported that no patient injury occurred. At the time of the incident, the device was connected to the mains power and the battery was charging.

Event description:
It was reported that the ventilator shut down during use and could not be restarted. It was reported that no patient injury occurred. At the time of the incident, the device was connected to the mains power and the battery was charging.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported device shut down could not be confirmed. The log file analysis revealed a "device failure (14)" and derived "alarm system failed" alarm event. Both alarms were caused by a temporary impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. As a result, the user turned off the device via the rocker switch. The impaired communication is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. The system cable and pba syscon ecd need to be checked for proper fitment and to be reseated if necessary. In case of recurrence the system cable should be replaced. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. Based on the investigation results, we do not consider the case to be reportable anymore, as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.